Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a power source alert occurred and the pump battery did not charge. Customer¿s blood glucose level was 150 mg/dl. Reportedly, the pump successfully charged using an alternate wall adapter.